Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, upon inspection of the operating part the third row of staples was open and the staple line opened up after firing. A blue test was performed without problems. The firing was carried out as usual without angulation, and the powered stapler indicated ¿2¿ upon closing and ¿1¿ at the beginning of firing. The reload was partially explanted. No intervention was done or required.